Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges all of the cannulas have not been sticky enough. Caller reported the adhesive has no stick to it. No adverse event reported. Requested return of the alleged device for evaluation.